Manufacturer narrative:
Therefore, because medical intervention was necessary to preclude a serious injury, this event meets the criteria for reportability per 21 cfr part 803. Evaluation of the implant's surface properties did not show any deviations.

Event description:
In this event it was reported that an implant was extracted approximately three months after placement due to a titanium intolerance which was confirmed by a titanium stimulation test. There is no information available about the symptoms the patient experienced which resulted in this test being performed.